Event description:
The customer reported that they observed smoke from the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they observed smoke from the device. There was no pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.